Manufacturer narrative:
The investigation concluded that the device did not fail. It was being considered for revision as it was approaching maximum extension. A new implant was not fabricated as the patient was diagnosed with metastatic cancer of the brain. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00095 (B)(4).

Manufacturer narrative:
The custom jts distal femur implant has been in situ for 3 years, 3 months and now requires a revision as it has reached its maximum extension. A request has been made for the return of the device for evaluation and further information regarding the revision procedure. The revision procedure is scheduled to occur on (B)(6), 2015. This is an ongoing investigation, a supplemental report will be submitted.

Event description:
The surgeon has reported that the custom jts distal femur implant has reached its maximum extension and therefore requires revision. (Stanmore implants wordwide (B)(4)).